Event description:
During surgery, the device broke and the distal part remained in the knee. The surgeon had to stop the arthroscopy to open the knee in order to remove the broken piece.

Manufacturer narrative:
Evaluation of the device confirmed the complaint of the aimer breaking. The aimer broke at the solder joint. CAPA (B) (4) has been opened to investigate this issue. As a result modifying the offset endo femoral aimer arms to change the assembly method of the tips to the shaft from solder to laser welding. (B) (4)